Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter indicated that the up, down, and ok buttons were intermittently responding. The reporter indicated that the keypad was torn but the response change occurred prior to the keypad damage.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/19/2013 with the following findings: the keypad cover was found to be damaged around the ok button. During testing, the ok button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. The keypad was removed and contamination was present under all key contact; the ok button contact was found to be inverted. Unrelated to the complaint, evaluation revealed that the cartridge compartment was damaged. The cartridge cap was able to fit securely and maintained prime. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.